Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The stent was intact, fully opened but deformed towards the middle, and the braid edges were frayed at both ends. The proximal and distal stent delivery wire (sdw) was found to be kinked/bent. The introducer sheath was intact. Functional inspection was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent failed/unable to open (when not implanted)¿ could not be duplicated however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event ¿patient vessel thrombosis¿ is a patient related defect. The device was returned. The stent was intact, fully opened but deformed towards the middle, and the braid edges were frayed at both ends. The proximal and distal sdw was found to be kinked/bent. The introducer sheath was intact. It is most probable that the anatomy of the patient contributed to the reported event. An assignable cause of anticipated procedural complication will be assigned to the reported event: ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. An assignable cause of procedural factors will be assigned to the reported and analyzed event: ¿stent failed/unable to open (when not implanted)¿ and the analyzed events: 'stent deformed' and ¿sdw kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a stent-assisted coiling procedure to treat an aneurysm in the c6 segment of the right internal carotid artery (ica), the operator placed a coil through the coiling microcatheter and prepared to deliver the subject flow diverter stent. However, during deployment, the subject stent failed to open smoothly. Angiography showed that the subject stent was enveloped by a thrombus. The operator removed the subject flow diverter stent from the patient's anatomy and thrombus aspiration via an intermediate catheter was performed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a stent-assisted coiling procedure to treat an aneurysm in the c6 segment of the right internal carotid artery (ica), the operator placed a coil through the coiling microcatheter and prepared to deliver the subject flow diverter stent. However, during deployment, the subject stent failed to open smoothly. Angiography showed that the subject stent was enveloped by a thrombus. The operator removed the subject flow diverter stent from the patient's anatomy and thrombus aspiration via an intermediate catheter was performed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.